Event description:
A customer reported experiencing occlusion alarms. There was no adverse impact the customer's blood glucose level. To resolve the problem, the customer changed the infusion set and cartridge and resumed insulin.